Event description:
Case involved a pt for a total abdominal hysterectomy with bilateral salpingo-oophorectomy for 7 cm ovarian cyst on right ovary. Pt was discharged home. She returned to her surgeon's office 12 days later for post operative eval. At that time she complained of having a feeling that something was in her vagina. Upon inspection by surgeon, he found a retained surgical item called a rumi cup. The rumi cup was removed, there was no harm to the pt.

Manufacturer narrative:
The directions for use indicate the koh colpotomizer system will be removed during vaginal closure/laparoscopic closure along with the uterus and uterine manipulator. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the pt. (B)(4).